Event description:
It was stated that the customer was hospitalized for high blood glucose levels and vomiting. It was also stated that the insulin pump had been alarming no delivery, even after changing the infusion set. Troubleshooting revealed that the insulin pump had a basal rate programmed at zero. The nurse was assisted in clearing that basal rate and keeping the correct basal rate.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.